Manufacturer narrative:
Review of manufacturing records did not highlight any anomaly or non-conformity. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026, due to shoulder dislocation. In order to create stability, during the revision pre-existing reverse liner +6 mm d.36 mm (pn: 1360.54.820, lot: 24at62p, ster: 2500100) has been explanted and replaced with retentive reverse liner +3mm dia 36mm (pn: 1360.54.816), and an extension for humeral reverse body +9mm (pn: 1352.15.001) has been implanted. Previous surgery is unknown. Patient is female, date of birth on (B)(6) 1959. Event occurred in the united states.